Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 47 first prime pulses and was deactivated at 57 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle mechanism deploying early, a root cause for the reported event could not be determined.